Event description:
Related manufacturer reference number: 2017865-2022-14471. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial(ra) and right ventricular(rv) leads exhibited noise leading to over-sensing. The ra and rv leads were capped and replaced on (B)(6) 2022. The patient was discharged post-procedure.

Event description:
New information received notes that syncope was the indication for implant.